Manufacturer narrative:
Citation: dobson le et al. Acute reverse remodelling after transcatheter aortic valve implantation: a link between myocardial fibrosis and left ventricular mass regression. Canadian journal of cardiology 32 (2016) 1411e1418. Http://dx.doi.org/10.1016/j.cjca.2016.04.009. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding acute reverse remodeling and myocardial fibrosis after transcatheter aortic valve implant (tavi). All data were collected from a single center between december 2012 to april 2015. The initial study population included 65 patients (predominantly male; mean age 79 years), an unspecified number of which were implanted with a medtronic corevalve or evolut r (serial numbers were not provided). Among all patients two periprocedural deaths occurred. Based on the available information, none of the deaths were attributed to medtronic product. Among all patients adverse events included: arrhythmia with permanent pacemaker implant, elevated gradients, and aortic regurgitation. Based on the available information, there cannot bea direct correlation made between the reported complications as there were multiple products used for this study and no reported causes that ties the medtronic product to the adverse effect. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.